Manufacturer narrative:
Awaiting product return to conduct quality investigation.

Event description:
Consumer called to report receiving contradictory readings from her plink meter. Analysis run on clark error grid using mean average readings (195) as reference point vs. Bd readings (24, 365) yielded some data points in the c/e range of the grid, outside acceptable limits.